Event description:
The customer stated that the adhesive was wet and became loose, so he removed the pod and noticed that the needle had never inserted. The customer also stated that his blood glucose reached 400 mg/dl. The pod was worn for 8 hours.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle did not deploy. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.